Manufacturer narrative:
Date of event: (B)(6). Date of this report: 07-may-2020.

Event description:
The customer reported that the ventilator produced the "oxygen pressure sensor range error" and "low oxygen supply pressure" error. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. The customer confirmed the reported problem. The service technician replaced the da pcba (data acquisition, printed circuit board assembly) and the reported problem was resolved.